Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was trying to calibrate his pump and it took him 30 mins. While trying to do so, he experienced a low blood glucose. His blood glucose was 40 mg/dl and he said that he treated by eating carbohydrates. The customer was advised that the reason his pump is taking a long time to calibrate could be because of his low blood glucose. He was also advised to expect large differences between his sensor glucose and his blood glucose because his sensor is responding to the changes of his glucose. The insulin pump will not be returning for analysis.